Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt's mother contacted lifescan (lfs) alleging that the one touch ultralink meter was reading inaccurately high compared to the pt's feelings. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on info obtained from the customer care advocate (cca). The reporter alleged that the issue began on (B) (6), 2010 at 5:52 pm. Reportedly, the pt received blood glucose results of "355 mg/dl" with the subject meter. Per cca documentation, the pt manages their diabetes with insulin. The reporter denied that the pt made any changes to their regimen after the alleged issue occurred. At approx 6:05 pm, the reporter stated that the pt developed symptoms of headache, weakness, and shaking. At 6:15 pm, the reporter stated that pt tested on another device and received the blood glucose reading of "60 mg/dl". Per cca documentation, the pt immediately administered self-treatment with glucose tablets/glucose gel. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms suggestive of severe hypoglycemia after the alleged issue began.